Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system eye recognition is in place for t-cat treatment - a system message will display to check and verify the treatment eye. The root cause could not be identified conclusively. The most likely root cause is user error by erroneously confirming the wrong eye to be treated as a message should be displayed to check the eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a left eye was inadvertently treated with the right eye topography-guided custom ablation treatment (t-cat) treatment plan during a lasik procedure. Reporter indicated the patient will return at a later date for possible enhancement correction. Additional information has been requested.